Event description:
It was reported that the patient's skin above the implant started to open. An allergy test is considered to check whether there is any reaction which might have led to the problem. Explantation of the device is considered, so that the skin can be closed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.